Event description:
The user facility reported that a stray piece of plastic filament on sphincterotome fell off on examination. The procedure was completed with a different, but similar device. The user facility was contacted several times both by telephone and in writing to obtain additional info regarding this report, but no additional info was received. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that there was a piece of the clever cut coating on the knife wire was missing. The clever cut coating is approximately 10 mm long and starts at the proximal end of the wire until the middle of the wire. The clever cut coating on the returned device was only 5 mm long and was lifted up on the detached portion as if it had been torn. The cause of the user's experience cannot be conclusively determined. If additional info becomes available a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.